Event description:
As per pss implant request: extensor mechanism dysfunction after rotating hinge tka. Conversion of mrh rotating hinge to a fixed hinge component to deal with extensor mech failure. Patient had periprosthetic fracture of distal femur treated with retrograde nail. Went on to develop instability in tka following this eventually leading to revision to rotating hinge. Now has developed patellar avn and has issue with knee given out due to uncontrolled rotation of tibia on femur.